Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the zimmer skin graft mesher (00770100000) serial number (B)(6) by a zimmer biomet certified service repair site ¿ dover on(B)(6) 2020 revealed that the comb was bent. A test cut could not be performed due to the damaged comb. Upon inspection of the device the ratchet gear was damaged, the comb springs were bent, and the side plates had wear that could affect calibration/performance. Repair of the device was performed by a zimmer biomet certified service repair site ¿ dover on (B)(6) 2020 which included replacement of the following: comb (pn 06001810444, ln 80923278), ratchet gear (pn 06001810568, ln 80848109), comb spring (pn 06001810446, ln 80898748), right side plate (pn 06001810431, ln 80896669), left side plate (pn 06001810432, ln 80899176), additional repair included disassembly, cleaning, testing, and calibration. The device, serial number (B)(6), was then tested and functioned properly. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device had a bent tissue guard. The event occurred during testing. No patient involvement, thus, no harm, injury or delay in procedure. No adverse events were reported as a result of this malfunction.